Event description:
Re: blue armor guard anti reflective coating on prescription glasses causes glare. Hello, I recently had to return one of two pairs of glasses, the one that had armor guard anti-reflective blue coating intermittently causes so much glare you can't see, and it's dangerous. It suddenly became glary when I was driving at dusk, I suddenly couldn't see, which doesn't happen ever with my older glasses. It also happened in the bright afternoon sunshine in my back yard. I don't want this to happen to someone else. I purchased two pairs of glasses, one with regular stock lenses that had the "green" coating, and one for an intermediate distance with the "blue" coating, which is defective. For the defective "blue" coated pair, they had to cut the lenses specially for a fractional prescription (music reading distance), and they applied the coating after cutting the lens. Although my eye doctor finally agreed to replace them, he initially gave me a hard time about returning them, saying I had to explain why it was happening and that I had to "share in the cost", denying that there was anything wrong. Then I extracted the above information out of him while he continued to deny it, blaming it on some unspecified thing with my eyes (at my appointment he'd said my eyes were fine). Later I overheard him tell his secretary, "we're having problems with the blue coating." I didn't even know they had different colors of coating, and the tint is not noticeable to the patient, the patient is not given a choice. I used the green without problems outside in the yard in the bright sun and at dusk. It's not my field, but I'm thinking of two possible causes, maybe the blue is too close to black and produces a darker wavelength under certain circumstances, perhaps the blue coating causes this glare if just a tiny bit of perspiration gets on the inside of the glasses, where you could still see with other glasses, but something about the blue reflects differently with moisture to block/diffuse light coming through, or maybe it attracts moisture in an unusual way? I've had glasses for 40 years and this has never happened to me before, it does not happen ever with my current other two pairs of glasses. My new glasses have arrived, please let me know if you want my old ones, I think they expect me to bring them in to get the new ones. Please look into this so that somebody doesn't get injured. Thank you. (B)(6).